Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of 05 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, registered nurse (rn) programmed the ambit pump (sn (B)(6), pn 220546) as ordered by the anesthesiologist, with a dose 6 cc and an interval 120 minutes. A second rn completed independent verification of what was programmed and attached the pump to the peripheral nerve catheter and initiated the bolus. The pump displayed 6 cc and was paused for a few seconds before being released. The pump continued to bolus beyond the prescribed dose, it was immediately paused again, and anesthesiologist was notified. The ambit pump was then disconnected from the patient and upon released from paused and noted bolus additional 6 cc of air. It did not alarm. The doctors reviewed the total bolus and what was programmed settings.

Manufacturer narrative:
Correction: d4 the device history record for the reported lot number,30295436, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 22-aug-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.